Manufacturer narrative:
As it is not known which device, if any contributed to the patient's death, the following additional devices are being investigated: plc201000j UDI-di number (B)(4) sn# (B)(4); pla280300j UDI-di number (B)(4) sn# (B)(4) and plc121000j UDI-di number (B)(4) sn# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, and death.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. After the proximal portion of a trunk ipsilateral leg component was deployed, the physician attempted to remove the constraining system. Repositioning was not performed. However, the clear knob was not able to be rotated. The physician tried to rotate the clear knob for about 5 minutes before finally accomplishing the rotation, but the clear knob was not able to be removed. The physician removed lines 2, 3 and 4 from the access hatch and the trunk ipsilateral leg was deployed completely. After all devices were implanted, angiography revealed a proximal type I endoleak and a distal type I endoleak. An aortic extender endoprosthesis was implanted proximally and a contralateral leg endoprosthesis was implanted distally with internal iliac artery embolization. During this procedure, the patient's condition worsened, suddenly. Upon opening the abdomen, bowel ischemia was confirmed. The patient died. The physician stated below; the patient died due to the bowel ischemia. The operation time was 7 hours. (Two hours were used for the trunk ipsilateral leg and the contralateral leg implantation. And requiring additional devices implantation for the type ia endoleak and type ib endoleak was related to the operation time became long.) . It might have been affected that the balloon occlusion to the aorta was performed during the long time, due to the operation time became long. * balloon occlusion to the aorta was performed during the procedure due to the aneurysm rapture case.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.